Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the helix would not extend after being repositioned twice. The lead was not used. No patient complications have been reported as a result of this event.